Event description:
Event description from MDR filed by user facility: (B)(6). "Event desc: during a total knee procedure, the surgeon was using the plasmablade to trim off some residual cement around the plate. The power button was inadvertently activated. A small "candle" flame was seen, but was immediately extinguished with a wet sponge. The surgical site was irrigated and upon inspection, no tissue damage or burn was noted. There is no known pt injury. The procedure was completed without further complications. Original intended procedure: right total knee arthroplasty."

Manufacturer narrative:
(B)(4). The MFR has requested that the device be returned for eval. The MFR will file a f/u report once the investigation has been completed.